Event description:
It was reported that during testing, it was observed that the foot control device was leaking oil. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was debris in the chamber. The device could not be tested due to debris in the chamber. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.